Manufacturer narrative:
This report is being submitted to report the user's experience and the investigation findings. Physical evaluation of the complaint device reveals: the device has a leak between the cover and the body. There ware dents/scratches to the body/cover. The rubber glue is cracked/chipped and peeling. The insertion tube has a buckle and minor scratches. The forceps lever has minor grinding due to corrosion. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: precautions: perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Conclusion: the definitive cause of the user's experience could not be confirmed. Based on the available information the following is probable: physical evaluation of the device confirmed there was slight friction in the movement of the forceps elevator due to corrosion caused by fluid leakage. It was not confirmed that the forceps elevator could not be moved with the control lever however. If the user follows IFU, the user can detect a leak. And then, corrosion inside the endoscope and failure of movement of the forceps elevator can be decreased.

Event description:
The customer reported an evis exera ii duodenovideoscope had a broken elevator. There was no patient or other person impacted by this occurrence.